Event description:
In special procedures: item number 50-9000b-peritoneal pleurx catheter kit (carefusion) was opened to prep for pleurx placement procedure. When product was opened, there was a yellowish substance on the end of the connecting tube that connects to the pleurx catheter. This kit was removed from the sterile field and sterile field was re-prepped and a new pleurx kit was opened. The same yellowish substance was in the same place, but on a newly opened package. This product was also discarded. A third item was opened on a sterile environment that was set up away from the large sterile tray. This pleurx kit did not have the yellowish substance. I have both connecting tubes from the kits in the office. The company for this pleurx catheter kit is being notified. The lot numbers are 0001423488, exp. 06/30/2022 and lot number 0001423488, exp. 06/30/2022.